Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were brief periods (less than one second) of oversensing electromagnetic interference (emi) when the patient was plugging in the spouse¿s wheelchair battery. The patient was going to wear protective rubber gloves when plugging the wheelchair into an external battery charger to omit emi. The patient will follow up with the physician. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.